Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni calibrators (lot 018864) and accutni reagent (lot 021472). The erroneous result was reported out of the laboratory. Repeat analysis of the patient's sample and an additional sample on the same instrument generated lower results within the normal reference range of the assay. This report indicated there was a change in patient treatment in connection with the erroneous result. However, a description of those changes and / or effects have not been supplied to date.

Manufacturer narrative:
The sample was collected in a 7.5 ml starstedt monovetter serum separator tube and centrifuged for 5 minutes at 3000 rpm. Per the customer, qc was performing within the customer's established limits around the time of the event. System check data has not been supplied to date. A bec field service engineer (fse) was dispatched for the event. The fse performed a preventive maintenance on the instrument. A root cause was not determined for this event.